Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, after the second firing with a white reload, there was problems releasing the jaws from the renal vein. The knife release button was initiated, but there was still difficulty removing the device. After the device was opened and an attempt was made to reload the device, the reload cartridge metal casing spearated from the rest of the reload and remained in the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Additional information: on what tissue type was the device used? Vessel. What location on the tissue was being stapled? Renal vein. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. During which firing stroke did the event occur? Final - could not open device. What colour cartridge was being used? White. What other colour cartridges were used before and after this event? Before white after white. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? Yes. If yes, please explain how device was removed: surgeon used knife return button several times and reportedly was able to open device.